Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 37 mg/dl. The customer stated that he was incoherent, and had been experiencing low blood glucose levels for a month. The customer also reported that the insulin pump was recently exposed to an MRI scan. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.